Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier. Corrections: a2 - age units (patient), dob null: updated from na to ni a3a - sex: updated from na to ni a3b - gender: updated from na to ni a4 - weight units (patient): updated from na to ni a5 - ethnicity: updated from na to ni a5a /a5 - ethnicity: updated from na to ni a6 - race: updated from na to ni a5b / a6 - race: updated from na to ni e1 - first name, last name: updated from steve vukosavljevic to ali bagherli e3 - occupation: updated from nurse to physician h6 - health effect - impact code: code 2645 was removed and code 2199 was added.

Event description:
Subsequent to the initial report, additional information was received. It was reported that the 20/30 priority pack indeflator is noted to be leaking as bubbles are noted in the chamber after inflation and pulling negative. Another device was used to complete the procedure. After the procedure another indeflator was attempted to be prepped for demonstration to show the chamber filling up with air. The second indeflator was not used on the patient. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided. This complaint is a duplicate of cn-(B)(4), previously filed under mrf# 2024168-2024-10532.the complaint was confirmed to be a duplicate based on the following information that matched: device part and lot number, the procedure date, hospital name and physician. This duplicate was found after the initial report for this event was filed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 20/30 priority pack indeflator was noted to be leaking during device preparation. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.